Event description:
Fhm probe burned patient's abdomen. Manufacturer response for avalon fm50, avalon fm50 (per site reporter): service rep making arrangements to have device inspected. Manufacturer response for fetal heat rate ultrasound probe, fhr ultrasound probe (per site reporter): service rep making arrangements for return and inspection.